Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 leaks past the stopper. The following information was provided by the initial reporter, translated from french to english: when the local anesthetic is injected into an epidural, the plunger leaks at pressure, resulting in a loss of the local anesthetic. Patient consequence: no.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2309208. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were evaluated; however, no signs of defect were identified. Although the exact cause could not be determined for the leakage, it is possible it resulted from damage in the plunger caused by the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.